Event description:
It was reported that the patient had a spinal cord stimulator and surgical lead implanted on 2009-(B)(6). From initial reporting in (B)(6) of 2011 it was noted that the patient was experiencing a lack of paraesthesia over her coccyx, the main area of pain, and a lack of pain relief. They were able to slightly improve the patient's paraesthesia to a little higher up her buttocks, but were unable to produce paraesthesia in her coccygeal area. From subsequent reporting it was noted that the patient was seen on 2012-(B)(6). It was noted that the patient was experiencing intermittent "jolting". Interrogation of the device revealed that the patient had been using the stimulator 24% of the time since last review. It also revealed consistently high impedances on the two active electrodes, 0 and 1. When these electrodes were tested in isolation, they produced the "jolting" sensation. They were unable to produce paraesthesia in any of the patient's painful areas in her sacrum and across her buttocks using the remaining electrodes. It was unknown what was causing the issue. In later reporting from 2012-(B)(6) it was noted that the patient was to have surgery to troubleshoot the system. Prior to surgery, the device was interrogated and revealed abnormal impedances on electrodes 0 and 1. The device was programmed with electrodes 2 and 3 active. Pw (pulse width) was 1000usec. The only change they made before turning the device on and up was to bring the pw back 210usec. At around 2.5v the patient reported parasthesia in all pain areas. The patient assumed different postures and there was no "jolting". There was slight postural variations in parasthesia. The likely cause was dysfunctional electrodes at 0 and 1. It was unknown why the system would produce appropriate parasthesia today and not before. The surgery for that day was cancelled. The patient seemed pleased to have avoided surgery but wanted assurances that the issues described above would not return. They explained that, as of this time, the system appeared to be operating within prescribed limits but they could not guarantee that the patient would not experience difficulties at some point in the future.

Event description:
Additional information received noted that the patient had their lead replaced with a 5-6-5 lead and attached to a new sensor stimulator on 2012-(B)(6). The device was programmed on 2012-(B)(6). The patient had good parasthesia coverage and was very happy and grateful that the system was now running properly. The patient was to be seen in follow up. No further issues were anticipated.

Manufacturer narrative:
Lead model # unknown lot # unknown implanted unknown explanted unknown.

Event description:
Additional information received noted that the patient did experience parasthesia in her pain areas (low left back and left leg) though the parasthesia was significantly more prominent in the leg with little or no parasthesia in the back. The patient's lead with 8 contacts (2 x 4) was attached to the stimulator. There was evidence that 2 of the 4 electrodes affecting the patient's left side had impedance ranges over 10000 ohms. The right hand array, electrodes 4 through 7, affect only the patient's right side. They had only 2 electrodes (2 and 3) to work with. It appeared the parasthesia the patient was currently experiencing was as optimized as possible with the system configured as it was. The patient was dependent on the system and was interested in undergoing revision/replacement of the lead. Conversations regarding the patient's management were ongoing.